Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported three patient's experienced a rhexis break capsular rupture following a software update on the system. The surgeon noted that the ultrasounds were too "effective". This file represents the second of four patients. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire form the surgeon has been received. The cataract was a 4+ soft cortico-nuclear. The surgeon noted an occlusion during the procedure. Aspiration was too strong at the start of phacoemulsification chop. There was a rupture of anterior capsule. (Rhexis) at 5 o¿clock position as soon as introduction of the handpiece. There was a problem positioning the toric intraocular lens (iol) because of the placement axis. The iol was placed in the capsule bag. The patient's symptoms have resolved.

Manufacturer narrative:
The company sales representative observed the surgeons surgeries and noted there were no further problems. The company sales representative reviewed the surgeon¿s settings and the settings were fine. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of aspiration too strong cannot be determined conclusively. The root cause of the reported event of a pc tear cannot be determined conclusively. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).